Event description:
The customer reported that the system locked up. This resulted in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator board was evaluated and reseated. The calibration files were reloaded. The system was tested and found to be working as intended and put back into service.